Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the button from an ar-2372blo knotless ac tightrope open repair implant fell off the inserter when it was pushed through the coracoid. The button was retrieved from inside the patient but could not be threaded back on the inserter shaft. The case was completed using another button. This was discovered during an ac join repair procedure on 8/31/2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
Additional information was received on 10/23/2023: when the button fell off the inserter, it was still attached to the sutures and not loose in the patient. The case was completed using another ar-2372blo knotless ac tightrope open repair implant system.